Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on 12/23/2015. Investigation results were received by dexcom on 12/23/2015. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a permanent out of range signal. A root cause could not be determined. The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report that the patient's transmitter was out of range for an unspecified amount of time on (B)(6) 2015. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.